Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0-40, 80 wanda¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and subjected to positive pressure when liquid was seen escaping from a pinhole leak in the balloon material 3mm proximal to the proximal edge of the distal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0-40, 80 wanda balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.